Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Fa found the instrument had a broken grip at the grip base. A piece approximately 0.11" x 0.17" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attribute to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the mega suturecut needle driver (471309-15/k14220208 0157) associated with this event has been performed. Per logs, the mega suturecut needle driver instrument was last used in a procedure on (B)(6)2022 on system (B)(4). The alleged instrument had 13 uses remaining after the last procedural use. No image or video clip for the reported event was submitted to isi for review. This complaint is reportable due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega suturecut needle driver had a missing tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was found on the floor after sweeping the floor with a magnetic device. The procedure was completed robotically with no reported injury. No further information was known regarding the reported event.